Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 5 mg/ml at 1.2 mg/day and baclofen (unknown) 125 mcg/ml via an implantable pump for non-malignant pain. The hcp reported a volume discrepancy. The hcp stated that today was the first pump refill with medication; they were expecting to get back 7.3 ml but got back all 20 ml. The hcp mentioned that the discrepancy might "explain why she's having so much pain." The hcp stated that they plan to do a dye study next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider reported that during the refill, the full amount was aspirated. The cause of the discrepancy was not determined. A dye study was planned for (B)(6) 2025.

Manufacturer narrative:
H3. Analysis identified a kink in the catheter body. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via the company representative reporting that they did a dye study (unknown on the date). The hcp stated he could not aspirate. No symptoms reported but patient said ¿it never worked¿. Unknown if any env ironmental/external/patient factors may have led or contributed to the issue. It was reported that they aspirated in the operating room (or), and it was unsuccessful. The hcp unhooked the connector, and rehooked it to the pump, tried to aspirate again with no success. The hcp also said the collet looked normal. The catheter was revised and replaced. The issue resolved at the time of this report.